Event description:
It was reported by dealer that the 3gtq3-mcg power chair goes into drive lockout intermittently. When drive lock out comes on it is hard to get rid of it.

Manufacturer narrative:
Follow up will be filed if additional information is received.